Manufacturer narrative:
Investigation is not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported nine false positive results on kitted nasal swabs used to sample both nostrils with the binaxnow covid-19 ag test in (B)(6) 2021. Repeat testing was not performed. Confirmation testing 24-36 hours later with pcr test provided negative results. The customer confirmed there was no death, serious injury, or impact/delay to patient treatment based on the binaxnow covid-19 ag test results. The patients were asymptomatic at the time of testing. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Inadequate or inappropriate sample collection, storage, and transport may yield false test results. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.